Event description:
A malfunction was reported with the customer's pump. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer was advised by technical support to use multiple daily injections as a backup therapy to maintain insulin delivery, put the pump into storage mode, and return it to tandem using a pre-paid label. Technical support replaced the pump and provided instructions for using the replacement, which the customer acknowledged.